Event description:
It was reported that the device was returned for repair due to over-infusion. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. The pump was in normal wear and tear. Over-infusion allegation was not verified by accuracy testing, there was no problem found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended.